Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (b30) likely occurred because a failure occurred in the communication with a scope due to a foreign material or moisture adhered to the electrical contacts. Onsite service engineer informed the the event can be prevented by following the instructions for use which state · to turn off the power of the subject device when changing a scope. · to clean the electrical contacts of the scope with alcohol and to dry it after that. · according to the service manual (see the following abstract of the service manual), b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when a foreign material or moisture adheres to the electrical contacts. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the evis exera iii video system center had a b30 error (scope communication error) there were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the error went away after power was cycled. Tac informed customer that the scopes should not be hot swapped. Upon follow-up the customer reported to tac that the issues had resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.